Event description:
I had a proximal humerus fracture of the right shoulder treated with an intramedullary plate and rod. I had a failure of the fixation and gradually showed deterioration of function of the right shoulder. I reached a point where I had essentially a cuff tendon arthropathy of the right shoulder and underwent a right reverse total shoulder replacement on (B)(6) 2015. I had a dislocation and had a revision surgery in (B)(6) 2015. I had multiple dislocations postoperatively and had the implant removed in (B)(6) 2015. On (B)(6) 2015: biomet comprehensive reverse shoulder humeral tray: ref 115375, lot 81880, exp 07/22/2025; biomet comprehensive reverse shoulder humeral bearing: ref xl-115354, lot 634580, exp 07/22/2020; biomet comprehensive reverse shoulder fixed locking screw: ref 180553, lot 820860, exp 07/22/2025; biomet comprehensive reverse shoulder central screw: ref 115397, lot 430520, exp 06/18/2025; biomet comprehensive reverse shoulder glenosphere: ref 115310, lot 115310, lot 999180, exp 08/07/2025; biomet comprehensive reverse shoulder locking screw: ref 180552, lot 039010, exp 08/08/2025; biomet comprehensive reverse shoulder primary standard length shoulder stem: ref 113649, lot 153780, exp 11/2023; biomet comprehensive reverse shoulder glenosphere mini baseplate: ref 010000688, lot 793560, exp 08/28/2025; biomet comprehensive reverse shoulder humeral bearing: ref cl-115363, lot 599600, exp 07/22/2020; biomet comprehensive reverse shoulder fixed locking screw: ref 180550, lot 820680, exp 07/20/2025; biomet comprehensive reverse shoulder humeral tray w/locking ring: ref 115370, lot 961720, exp 08/07/2025; biomet comprehensive reverse shoulder fixed locking screw: ref 180660, lot 860920, exp 07/22/2025.